Event description:
The reporter states that he obtained the blood glucose result of "hi" (>600)mg/dl on the accu-chek advantage system in comparison to a blood glucose result of 222 mg/dl on the professional meter. No action was taken based on the readings. No adverse event reported. New system sent to the customer and return requested.